Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections due to a hypotube break 21cm from the manifold strain relief. The hypotube was furthermore kinked at various locations adjacent to the break site. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in a mildly calcified long segment of the right coronary artery (rca) which upon control angiography revealed a 90% stenosed proximal rca, 90% stenosed mid rca, 70% stenosed distal rca and 100% occluded posterior descending artery (pda). A non-bsc guide catheter and guide wire was advanced to the target lesion and serial predilation was performed using a non-bsc balloon catheter. A 2.75x28mm promus element plus drug eluting stent was then selected and advanced to treat the target lesion but failed due to stent could not be negotiated across lesion. It was then noticed that the stent shaft broke into two pieces while negotiating. Subsequently, the physician repeated predilatation with the non-bsc balloon at nominal pressure and implanted a 2.5x28mm promus element plus with unspecified budy wire support. Final angiography revealed a timi iii flow. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in a mildly calcified long segment of the right coronary artery (rca) which upon control angiography revealed a 90% stenosed proximal rca, 90% stenosed mid rca, 70% stenosed distal rca and 100% occluded posterior descending artery (pda). A non-bsc guide catheter and guide wire was advanced to the target lesion and serial predilation was performed using a non-bsc balloon catheter. A 2.75x28mm promus element plus drug eluting stent was then selected and advanced to treat the target lesion but failed due to stent could not be negotiated across lesion. It was then noticed that the stent shaft broke into two pieces while negotiating. Subsequently, the physician repeated predilatation with the non-bsc balloon at nominal pressure and implanted a 2.5x28mm promus element plus with unspecified budy wire support. Final angiography revealed a timi iii flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).